Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump buttons are unresponsive to user inputs and alarming button error. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped, but may have been exposed to moisture while they were washing their car. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 242 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump had moisture damage on the display board.